Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown date of when pain or infection began. (B)(4). Unknown if device is expected to be returned to synthes manufacturer for evaluation /investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 4/23/2015 , expiration date: 03/31/2025 , part #: 04.037.044s, lot#: 7982120 (sterile) - 10mm/130 deg ti cann tfna 235mm/right - sterile, quantity 6. Lot was release to the warehouse on 4/23/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 11241 ¿sterility documentation was reviewed and determined to be conforming." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) revision surgery was performed on (B)(6) 2016 after cultures revealed that the patient had an infection (unknown organism). The patient had fallen on (B)(6) 2015 and experienced sharp pain. X-rays were taken and there was no reported hardware malfunction. The patient then developed a half-dollar sized red, raised area over the distal femur in the region of the distal locking screw. During the revision surgery all hardware including the nail, helical blade and locking screw were removed. No new hardware was implanted. It is unknown if the patient will have any additional procedures; the anticipated treatment includes intravenous antibiotics. The procedure was successfully completed with no surgical delay. This report is 1 of 3 for (B)(4).